Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned inside a blue tray that was inside a clear pouch (inner pouch). Visual and microscopic analysis examination of the pouch found that the pouch was opened at the chevron seal. There was an opening of 240mm in length along the left hand side and right hand side of the package. A clear impression of a uniform seal is evident on both sides of the pouch. The bsil seal was intact. No damage was noted to the device the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.

Event description:
It was reported that during unpacking for a percutaneous transluminal angioplasty treatment procedure, the pouch seal of the 4/5/40 ultra thin diamond balloon catheter was not completely sealed. The procedure was completed with a synergy balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during unpacking for a percutaneous translumial angioplasty treatment procedure, the pouch seal of the 4/5/40 ultra thin diamond balloon catheter was not completely sealed. The procedure was completed with a synergy balloon catheter. No patient complications were reported and the patient's status is good.